Manufacturer narrative:
The insulin pump received with intermittent up and down button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Device received with cracked case at display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer also reported the numbers were scrolling on the insulin pump. The customer's blood glucose was 400 mg/dl at the time of incident. Customer was able to manually treat for their blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.